Manufacturer narrative:
Article citation: lenzhofer, markus et. Al. "Change in visual acuity 12 and 24 months after transscleral ab-interno glaucoma gel stent implantation with adjunctive mitomycin c." Graefe's archive for clinical and experimental ophthalmology 257, september 17, 2019. (Pages 2702-2715). (B)(4). Additional information regarding the device, patient, and event details has been requested from the corresponding author. No further details available at this time. The events of glaucoma progression, vision loss, choroidal hemorrhage, and cataract formation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The article "change in visual acuity 12 and 24 months after transscleral ab interno glaucoma gel stent implantation with adjunctive mitomycin c" noted the serious adverse events of 5 patients total had to undergo a secondary procedure within the 24 months after xen implant that was not a cataract operation ; patients experienced expulsive bleeding ; patients experienced cataract formation ; patients experienced visual field progression ; and a group of patients experienced a direct loss of field of vision.